Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer was instructed to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would begin charging, with a follow-up planned. Upon follow-up using different charging supplies did not resolve the issue. Cts will replace pump.